Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling of bowel in a laparotomy, extensive adhesiolysis, panproctectomy, ureterolysis, ventral hernia, formation of permanent ileostomy, the device was not able to fire. The surgeon replaced the reload to resolve the issue. There was no patient injury.